Event description:
It was reported that during a da vinci si hysterectomy procedure, arcing was observed coming from the monopolar curved scissors (mcs) tip cover accessory that was installed on the mcs instrument causing a burn to the patient's bowel. The affected area of the patient's bowel was repaired and the planned surgical procedure was completed.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined.

Manufacturer narrative:
Corrected information was provided.